Manufacturer narrative:
Block b3: it was reported that the procedures were between january and december 2020. Block d4, h4 the suspect device upn and lot number are not available; therefore, the manufacture and expiration dates are unknown. Block g3: literature source: journal article: meng qq, rao m, gao pj. "Effect of cold snare polypectomy for small colorectal polyps." World j clin cases 2022; 10(19): 6446-6455. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
Boston scientific corporation became aware of the following events through the article "effect of cold snare polypectomy for small colorectal polyps" written by qing-qing meng, et. Al. This retrospective study compared clinical outcomes of cold snare polypectomy (csp) and hot snare polypectomy (hsp). According to the literature, a total of 249 patients who underwent colorectal polypectomy in the endoscopic center of the first hospital of jilin university between january and december 2020 were studied and were divided into the csp group (140 patients) and hsp (109 patients) group. Three cases of delayed bleeding were observed in the hsp group. A second endoscopic therapy was performed for these and clamping the wound with a titanium clip stopped the bleeding. One case of delayed perforation occurred in the hsp group and the patient was discharged after conservative treatment. Note: no further information has been obtained despite good faith efforts.